Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot number a7oa38. Manufacturing location: (B)(4). Date of manufacture: 29-sep-2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No service history review can be performed as part number 398.65 with lot number(s) a7oa38 / 5093387 is a lot/batch controlled item. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by service and repair that on (B)(6) 2017 that the hospital returned the forceps for broken screw removal instrument with a broken latch. A instrument fragment was also returned. It is unknown when the instrument broken and the hospital personnel has no additional information on this item. No patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A service and repair evaluation was performed on the returned subject device. The customer reported the latch was broken. The repair technician reported the leaf was broken and the hex screw was removed. Leaf/spring broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw, leaf spring. The item was repaired per the inspection sheet, passed synthes final inspection on 11-apr-2017 and was returned to the customer on 02-may-2017. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.